Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button intermittently stops functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. In addition, it was reported that the customer received multiple button alarms. Customer reported that there is nothing pressing up against the button to trigger the alarms. Customer's blood glucose level was not impacted. Reportedly, customer will continue to use the pump for insulin therapy.